Event description:
MDR ous. Battery stated was eos. The ICD had been implanted for 39 months, 22 charging procedures had been documented. There was no report of a deterioration of health.

Manufacturer narrative:
MDR ous. Result and conclusions of MFR's investigation: the ICD was subjected to an electrical input measurement test that confirmed battery depletion. The ICD had been implanted for 39 months, 22 charging procedures had been documented. The ICD was opened. The battery was in a discharged state. The battery was separated from the electronic module. Both components were analyzed separately. The electronic module was connected to an external power source. The battery state was then shown to be eol. The power consumption of the electronic module was measured again and was shown to be free of defects. There was no instance of excess power consumption. The therapy capabilities were tested. The anti-bradycardia output signal was free of defects. Fibrillation was simulated and the device reacted as per specifications with a 30 joule defibrillation shock. The energy level of 30 j was reached. The charge times were not out of range. The battery was opened. There were no instances of short circuiting or low impedance. It cannot be ruled out however, that there was a temporary instance of excessive self-discharging during implantation. Slight traces of lithium support this possibility. Therefore, the case is not an example of a systematic product response. In summary, the battery depletion was confirmed during this analysis. It cannot be ruled out that excessive self-discharging during operation contributed to battery depletion.